Manufacturer narrative:
The field service engineer (fse) was at the customer site on 02/10/2016 and observed a loose pad in the strip provider module (spm). The fse cleaned the spm. The cause of the loose pads is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
The field service engineer (fse) reported finding a loose pad in the strip provider module (spm) on the ichem velocity. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.